Event description:
It was reported that the left ventricular (lv) lead dislodged and was found tangled in device pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, implanted: (B)(6) 2011; 5076, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).